Event description:
There was an allegation of an issue with the coaguchek xs meter. The customer claims she dosed the strip, despite the failure of the meter to show the code number or the countdown, and received a result of 5.0 inr. The customer held the warfarin dose that day. She also alleged she has pre-dosed the test strip many times and has never seen an error when doing so. Instead, results are received.

Manufacturer narrative:
A display check was performed and no segments were missing. During troubleshooting, a test strip was inserted and the code was displayed correctly and the countdown appeared. The samples are not always applied within 15 seconds from the moment the skin is punctured. Per product labeling: apply 1 drop of blood to the top or side of the target area. You must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun. The meter and test strips were requested for investigation.

Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Three qc tests were run on the meter to attempt to replicate the customer's allegation of not seeing the code chip number displayed, or not seeing a countdown to obtain a result. No error messages occurred during the investigation. The code chip number was displayed and a countdown began when the 'm' memory button was pressed with each qc test. The standard programming and logic algorithm of the coaguchek system follows the procedure of when a strip is inserted, the code chip (if inserted) would display. Then, by pressing the 'm' memory button, the heating process of the strip port will begin. Once the target temperature is reached, a countdown will begin indicating a finite time frame of when the customer can dose the strip with a blood sample. For this programming of the testing script to not occur and for the customer to still obtain a valid inr result is impossible.